Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that during a laparoscopic inguinal hernia repair, a piece of the active waveguide disengaged into the pt cavity. The surgeon removed the piece and there was no pt injury.